Event description:
The surgeon had broached the femoral canal with a 44mm size 2 modular rasp, went to remove it with a mallet tapping the rasp handle and the rasp lug broke at the divet point on the rasps lug. The broken piece remains in the rasp handle being returned to the company along with the broken rasp. There was a delay of 45 minutes as a result but no medical intervention required.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.